Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.

Event description:
Reported false negative sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed positive by molecular (pcr testing).